Event description:
Abbott diabetes care received a health canada declaration which reported the following information: a readings issue was reported with the adc device. It was reported that after insertion, the sensor was giving unspecified "erratic readings", resulting in customer checking glucose with capillary meter. The customer had contact with their healthcare professional, and it was recommended by the healthcare professional to continue to check glucose with capillary meter, and customer indicated they were changing their medication regimen. The customer had contact with their healthcare provider, but there was no report of need for emergent intervention by a third-party. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There is a known issue for high readings, addressed by adc (B)(4), and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the us. Impacted product was distributed to canada, japan, saudi arabia, and the united kingdom. Adc field action (B)(4) was issued only to impacted countries. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown; therefore, the related tripped trend reports were reviewed. A trend was identified between (B)(6) 2021 ¿ (B)(6) 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field, related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and the united kingdom markets beginning (B)(6) 2022 (distribution after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, an investigation will be conducted and a follow up submitted. All pertinent information available to abbott diabetes care has been submitted.